Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oticomb topical ointment (specific date not reported) and oral antibiotics (type, dosage and duration not reported). The symptoms resolved and the implanted device remains.